Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with unstable angina. A 3.0x12mm xience sierra stent was implanted. On (B)(6) 2019 the patient was re-admitted with atherosclerosis. Plain old balloon angioplasty (poba) was performed; however, the final patient outcome is unknown. No additional information was provided.